Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the battery being at eri was normal depletion. The cause of the impedances was not determined. The device was discarded by the customer. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 28-may-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having their ins replaced for an elective replacement indicator (eri) message. An impedance check was performed and electrodes 10/11 were greater than 40,000 [ohms]. They were able to program around the electrodes and get adequate coverage, so the plan was to replace the battery only. Intra-operative impedances were checked on the replacement battery and did not have any avoids or do not use. Post-operative impedances showed electrodes 9, 11, and 12 were greater than 40,000 [ohms] and a lead connection test showed 12-15 in red. They performed a full impedance check again and 9, 11, and 12 were still greater than 40,000 [ohms] and the lead connection test got the same results with 12-15 in red/do not use. They were able to get adequate coverage with the other electrodes. No symptoms or further complications were reported or anticipated.